Manufacturer narrative:
Referring to the product inquiry the guide wire, smooth-tipped, sterile t2 tibia ø3x800 mm is the only reported device and thus considered the primary product. The reported guide wire was not returned for investigation since it was disposed according to information received. A review of the device history records of the wire revealed no conspicuities. The affected item was documented as faultless prior to distribution. Thus, we exclude deviations in manufacturing. Complaint history review/trending revealed that no further complaint with this product regarding the same issue was reported. The root cause of the case presented is not device related but was rather already stated in the event description: "when dr. Opened a package, a wire broke through a sterile package" clearly indicates a handling failure / user error during the unpacking process. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. Investigation did not indicate a non-conformity; therefore no ncr was initiated. Device was disposed.

Event description:
It was reported that when dr. Opened a package, a wire broke through a sterile package.